Manufacturer narrative:
510k: this report is for an unknown wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: schulz-drost (2017) the operative management of flail chest injuries with concomitant sternal fracture. Chirurgia, volume 112, pages 573-585. Germany the aim of the article was to emphasize on the management of different types of sternum fracture (sf) in flail chest injuries (fci). This article is a case study of 11 patients with combination of flail chest injuries (fci) and sternum fracture (sf) underwent fracture fixation by locked plate osteosynthesis, (matrixrib®, depuysynthes, (B)(4)) between 2012-2016. Three main regions of the sternum showed the need for different fixation strategies: the upper manubrium, central and lower corpus sterni. In the upper manubrium fracture type, the surgical management addressed the rotatory instability by means of special compression wires (depuysynthes, (B)(4)). Treatment of the accompanying concomitant rib fractures were addressed either through the same approach or through additional limited incisions. The follow-up examinations of the patients showed in all cases a normal wound healing. However the following complications were observed: in terms of the functionality of the shoulder and the thoracic wall mobility, 4 patients showed moderate pulling pain after care for a period of 6 weeks to 6 months. This complaint is for an unknown locking plate osteosynthesis, (matrixrib®, depuysynthes, (B)(4)) and unknown special compression wires (depuysynthes, (B)(4)) a copy of the literature article is being submitted with this medwatch. This report is for an unknown wire this is report 2 of 2 for (B)(4).